Manufacturer narrative:
Product analysis: analysis confirmed the customer comment(s) as both output connectors of the external pulse generator (epg) were broken. It was also noted that the hanger was broken. The lower case battery drawer sticks, the main seal was pinched. Both wires on the liquid crystal display (lcd) were pinched but not compromised). One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has broken atrial and ventricle sockets and the patient cables would not stay latched in the sockets. The epg was returned for service. There was no patient involvement.